Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was not able to duplicate the complaint; the events log was checked and no motor fault issue was found in the log. The fsr did find that the tidal volumes were out of specification so he calibrated the transducers and performed operation verification tests and the device met manufacturer¿s specifications.

Event description:
The customer reported that their vela ventilator alarmed "motor fault" while in use with a patient. The customer reported that the ventilator was replaced and there was no patient harm or injury.